Manufacturer narrative:
(B)(4). Yielded jaws. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip ejected at the 2nd firing and fell into the patient. The fallen clip was removed from the patient with a forceps via a trocar. The device was used for the blood vessel. There was no unexpected noise. No anomalies were found at release the device. Another device was used to complete the case. There were no adverse consequences to the patient.